Event description:
The customer reported poor image quality. The image looks subtracted, and is tearing. Also, there was a line through the screen. No pt injury was reported.

Manufacturer narrative:
The ge service rep found lemo connector pin pushed in, repaired connector. This action took care of the lines on the screen, verified proper operation and returned unit to service.